Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. A2, a4: age and patient weight were requested, but were not provided. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b22, c21: the device is currently arranged for return to the manufacturer for further evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a patient in the iliac artery for the treatment of stenosis. When the vbx stent was inserted into the 7fr x 11cm boston scientific introducer sheath, the physician felt resistance. The physician removed the vbx stent, which got stuck in the sheath, and exchanged the sheath to an 8fr boston scientific introducer sheath. When contrast was injected to check that everything was fine with the new introducer sheath, the physician saw the vbx stent was in the subcutaneous area. The patient had a lot of fatty tissue and the vbx stent got stuck before entering the iliac artery. The physician debrided slightly the subcutaneous tissue, quite superficial, and removed the vbx stent. The rest of the procedure was uneventful, and a new vbx stent (bxal083902e) was implanted successfully in the iliac artery using the second 8fr introducer sheath.

Event description:
Following information was reported to gore: on (B)(6) 2024, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a patient in the iliac artery for the treatment of stenosis. When the vbx device was inserted into the 7fr x 11cm boston scientific introducer sheath, the physician felt resistance. The physician removed the vbx device, which got stuck in the sheath, and exchanged the sheath to an 8fr boston scientific introducer sheath. When contrast was injected to check that everything was fine with the new introducer sheath, the physician saw the vbx stent was in the subcutaneous area. The patient had a lot of fatty tissue and the vbx stent got stuck before entering the iliac artery. The vbx stent needed to be retracted and did dislodge from the its delivery system at this point. The physician debrided slightly the subcutaneous tissue, quite superficial, and removed the vbx stent. The rest of the procedure was uneventful, and a new vbx stent (bxal083902e) was implanted successfully in the iliac artery using the second 8fr introducer sheath.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b01, c19, c23, c24, d15, d1102: product investigation report conclusion - the primary reported failure mode, related to difficulty inserting the device through the sheath, could not be confirmed during engineering evaluation because of differences between conditions seen in vivo and those seen in the laboratory. However, the damage to the device observed during engineering evaluation is consistent with damage resulting from the reported difficulty with insertion. The root cause of the primary reported failure mode could not be determined with the available information. The secondary reported failure mode, related to device dislodgement, was also unable to be confirmed during engineering evaluation because of differences between conditions seen in vivo and those seen in the laboratory. However, the engineering evaluation findings of the stent being returned separated from the delivery system is consistent with the reported device dislodgement. As reported, the physician removed the device from the sheath after it got stuck and reused the same device with a different sheath. When contrast was injected to check everything, the stent was observed to be in the subcutaneous area, which required debridement to remove. Per the device instructions for use (IFU), the device should not be reused after removal, as reuse may cause device failure or procedural complications including device damage, compromised device biocompatibility, and device contamination which may lead to patient harms. Therefore, the root cause of the secondary reported failure mode is consistent with the reasonably foreseeable misuse of reusing a device that was removed. The returned device exhibited several forms of damage (e.g. Bent and exposed stent apices, elongated ring row, compressed apices). The cause for these damages could not be determined, but they are consistent with damage resulting from the reported difficulty with insertion, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail. The IFU includes the following: ¿after removal, neither the gore® viabahn® vbx balloon expandable endoprosthesis nor the introducer sheath should be reused¿reuse may cause device failure or procedural complications including device damage, compromised device biocompatibility, and device contamination which may lead to patient harms (see warnings).¿